Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the carefusion field service representative evaluated the unit and was unable to duplicate the reported issue. It was found that the unit was at its maximum acceptable limits for volume so calibrations were ran to get the unit into closer tolerances. The unit meets all service specifications and no failure was detected.

Event description:
The customer stated that the ventilator is delivering low volumes. The reported issue was found during testing and the unit passed the leak test. The customer was using a 500 milliliter test lung and was advised to use a 1 liter test lung. The customer requested that field service be dispatched to evaluate the unit. There was no patient involvement.